Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
Device was in place ready for deployment. Distal pin and pull segment separated from shaft. This occurred on three separated protege gps stents. The procedure was completed with a protege 14x80x120. Evaluation of the returned devices found the received sds distal paddle and manifold lock housing were received separated from the manifold cap. The stent was fully enclosed with the outer sheath and the distal tip did not exhibit being overly pulled into the outer sheath. The root cause could not be determined. Please reference mdrs 2183870-2015-00511 and 2183870-2015-00512 for the other two protege gps referenced.